Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was broken within the creased white tubing 17.5 inches from connector, between connector & control knob; the fiber distal tip was found to be intact and attached; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the outer sheath tubing did not exhibit any signs of melting at the break; the fiber cap did not exhibit any signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that during a prostate procedure, the customer reported; connected fiber and pressed start, the fiber turned red not green. The case was completed with an alternate procedure (turp). Patient outcome: "ok" reported. No patient injury was reported. No further information was available.